Manufacturer narrative:
It was stated that there was no death or serious injury due to the malfunctions described in the physician feedback on the device syringe. This MDR has been filed out of an abundance of caution, due to a potential issue with the device which could cause a delay in procedure and/or should the event occur during a medical procedure.

Event description:
Physicians provided feedback stating they liked the "wings" on the lava syringes but experienced the following problems: the plunger disconnects from the rubber stopper, the syringe sticks initially on first push of delivery of product, and the plunger comes out of the cylinder if they draw up too much product. The physicians stated there was no patient issues but this was provided as a general complaint.